Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed and required maintenance. A field service engineer (fse) inspected full height cubie drawer 6 and noted that the drawer failed to eject unless assisted. The drawer was fully extended, and the slide rail was found to jam at 50% open. The drawer was removed, the slide rail was replaced, and the rail guides were adjusted for proper operation. During the repair, the all in one briefly shut down. The rear chassis was inspected, and the internal pyxis bus cable was found with chafed insulation where it contacted the rear full height drawer access panel. No smoke or fire damage was observed. A replacement internal bus cable was installed, and pictures of the damaged cable were attached. The drawer was tested in the application and hardware test application diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 failed and required maintenance. Customer attempted troubleshoot with recover but issue still persisted. There were no delay or adverse events or injuries reported based on this event.